Event description:
A talent stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. Aneurysm and vessel morphology were not reported. It was reported that the stent graft could not be deployed by rotating the delivery system handle. The quick disengage button was confirmed to be connected. The physician decided to disassemble the back end of the delivery system and manually retract the graft cover. The stent graft was successfully deployed at the intended location. The delivery system was discarded upon completion of the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: other - device was discarded. Without return of the delivery system, it was not possible to determine cause of deployment difficulty. Evaluation codes, conclusion: other - without return of the delivery system, it was not possible to determine cause of deployment difficulty.